Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device protruding in the midportion of the right fallopian tube/migrated right essure device') and device breakage ('the coil was threaded out, first in a long portion and then in a fewer small fragmented portions') in an adult female patient who had essure (ess205) (batch no. 882190) inserted for female sterilisation. The patient's medical history included pregnancy test urine negative. Concurrent conditions included uterine fibroid, dysmenorrhea and discomfort. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). The reporter commented: as per mr, discrepancy noted in date of insertion:(B)(6) 2012 5 coils for both. As per mr, discrepancy noted in date of removal:(B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, lot number, event "the coil was threaded out, first in a long portion and then in a fewer small fragmented portions", auto narrative supplement and rcc were added. Event "perforation/ migration" was updated to "essure device protruding in the midportion of the right fallopian tube/migrated right essure device". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device protruding in the midportion of the right fallopian tube/migrated right essure device') and device breakage ('the coil was threaded out, first in a long portion and then in a fewer small fragmented portions') in an adult female patient who had essure (ess205) (batch no. 882190) inserted for female sterilisation. The patient's medical history included pregnancy test urine negative. Concurrent conditions included uterine fibroid, dysmenorrhea and discomfort. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). The reporter commented: as per mr, discrepancy noted in date of insertion:(B)(6) 2012. 5 coils for both as per mr, discrepancy noted in date of removal:(B)(6) 2019 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, device breakage lot number: 882190, manufacturing date: 2011/07, expiration date: 2014/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.